Event description:
It was reported that the patient with this lead exhibited right atrial (ra) lead and right ventricular (rv) lead undersensing and high rv lead thresholds. The patient lost consciousness and presented to the emergency department. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.